Event description:
It was reported that the systems steering handle was stiff and the system was difficult to steer. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The steering handle was adjusted during the svc call. The system was tested and found to be working as intended and placed back into svc.